Event description:
It was reported that the device does not work. There was no backup device available to complete the procedure. No patient injuries reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection found no damages or manufacturing abnormalities on the controller. Functional evaluation revealed that the controller did not function as intended. When testing the output voltage several of the voltage readings were low. The unit was opened and found no loose or damaged components. Temperature outputs fell within specified ranges. The complaint was verified and the root cause was determined to be associated with an electrical component failure. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have caused the controller not to function or (2) failure of an internal component causing no output from the controller. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.

Manufacturer narrative:
Adverse event or product problem updated.